Event description:
This system was removed due to infection and was later replaced with a cylos dr. There are no further adverse events reported for this pt. Also removed: setrox s 53, MDR 1028232-2008-00486. Setrox s 45, MDR 1028232-2008-00487.